Event description:
The lay user/patient contacted lifescan (lfs) customer service on july 20, 2009 alleging that his onetouch ultra meter was reading inaccurately high and reportedly went to the hospital afterwards. The medical surveillance specialist (mss) spoke with the patient on august 14, 2009 to obtain/verify the following information: the patient became concerned with his meter readings approx six months prior, when his meter would read high compared to his feelings. On several occasions, the patient felt shaky and his heart was racing. When he tested his meter, he obtained meter readings such as "168 mg/dl," which he felt did not match his symptoms. Based on his symptoms, he treated himself with food/drink and would feel better. The emergency medical services were also contacted and he has gone to the emergency room a couple of times. His blood glucose levels were "low" at the hospital. The patient typically was released from the hospital in an hour. The patient felt that januvia was contributing to his hypoglycemic events. The patient also claimed that on several occasions, he would wake up feeling "low" after taking his lantus before going to bed. The patient stated that he takes 20 units of lantus if his blood glucose levels go over 140 mg/dl. He felt that his before bed meter readings could have been inaccurate high. The patient also compared his meter readings to other meters and the results were always 30-60 points higher than the other devices: the patient was unable to recall the specific results. According to the troubleshooting performed with the customer service, the correct testing/cleaning techniques were used. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he became hypoglycemic after obtaining alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.